Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to faulty force sensor resistor. Prime/fill anomaly was not verified due to compromised force sensor system alarm. The device had minor scratches to lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Event description:
It was reported that the customer's insulin pump repeatedly alarmed aa33. There was no significant event leading up to the alarms. The customer's blood glucose value was 7.3 mmol/l. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further info was provided.